Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2025. According to the complainant, during the procedure the handle was damaged making a weird sound, and the bands failed to deploy. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.